Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a axxcess ureteral catheter device was used during a cystoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the catheter was found to be broken at the end after it was withdrawn from the patient. There were no patient complications reported as a result of this event.